Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the main body was implanted using the chimney technique. It was reported that, during follow-up approx. One-week post index procedure, a type ia endoleak was detected. Following this, the patient was lost to follow up and had reduced renal function. It was reported that some time later, the patient presented emergently with a suspected ruptured aaa, which was confirmed via angiography. A non-medtronic stent was implanted in the sma and three non-medtronic cuffs were implanted from distal to proximal up to immediately below the celiac artery. As a result, the blood flow into the aaa was blocked, and the patient¿s hemodynamics became stable. It was reported that, angiography during the procedure indicated that the ipsilateral leg of the main body was occluded by thrombus. Per the physician, a kink was also observed, and this could be attributed to the occlusion. A fogarty catheter was used for thrombus occlusion, and two non-medtronic limbs were implanted inside the existing stent graft. As a result, the blood flow was improved. It is unknown when thrombus occlusion had developed. The patient had no subjective symptoms seemingly because the blood flow had been maintained through another vessel. The physician commented that the event was related to the patient lesion morphology. The ruptured aaa was caused by a type ia endoleak related to the chimney technique. The limb occlusion was caused by the tortuous blood vessel at the limb implant site. No additional clinical sequelae were reported and the patient will be monitored by their physician.